Event description:
It was reported that this right atrial (ra) lead became dislodged. The physician elected to stick a threading wire through the ra lead to regain assess to the vessel to place a new lead. This ra lead was then explanted, and a new lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed coil deformation and lead body damage, including insulation tear near terminal pin and cut in suture sleeve. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of induced damage during explant. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead became dislodged. The physician elected to stick a threading wire through the ra lead to regain assess to the vessel to place a new lead. This ra lead was then explanted, and a new lead was successfully placed. No additional adverse patient effects were reported.